Event description:
Our facility utilizes your PICC nate 1.9 french single lumen product, utah medical products. In the past few months we have encountered problems with this system. In particular leaking at hub, site just below the wings (initial portion of the catheter). Initially we thought this to be an isolated incident, however it has now happened three times in the past few months. I have information regarding other two circumstances when we discontinued the line due to this noted problem. At this time we have decided to pull these catheters off our shelves. I have also made notification to utah medical products in case this was a manufacturing problem.